Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's mother that the customer had high blood glucose and was hospitalized. Customer's blood glucose fluctuated between 480mg/dl-570mg/dl. Customer's current blood glucose was 61mg/dl. Customer experienced vomiting, dizzy, stomach pain and heart racing. Customer was wearing the insulin pump at the time of hospitalization. The customer's mother declined low and high blood glucose.